Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery cap or the battery compartment. Allegedly, there was no moisture in the pump. In addition, it was reported that the yellow o-ring was not visible at the battery cap and that the cap was able to securely attach to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: the pump powered on with intact audible and vibratory features to a blank display, which may make the user assume that the pump has no power. Moisture damage was observed under the display lens. The pump was opened and moisture damage was found on the display flex, printed circuit board assembly, continuous glucose monitoring board, vibration motor, and power printed circuit board. Additionally, investigators were unable to download the black box data due to moisture damage. Unrelated to the original complaint, a leak test was performed and failed due to a crack in the battery compartment.